Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the blank display.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 153mg/dl. The caller stated that the insulin pump alarmed, and then it goes blank. The customer stated that the drive support cap was slightly indented. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.